Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10.00mmx2.75cm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at the proximal part upon third inflation at 12 atmospheres for 30 seconds. The balloon was removed without any problem using the normal method and the procedure was completed with a different device. No complications were reported and the patient was in good condition after the procedure.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10.00mmx2.75cm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at the proximal part upon third inflation at 12 atmospheres for 30 seconds. The balloon was removed without any problem using the normal method and the procedure was completed with a different device. No complications were reported and the patient was in good condition after the procedure.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. A visual and microscopic examination identified no tears in the balloon material. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon when a pinhole leak was identified. The pinhole leak was located at 4mm proximal from the proximal edge of the distal markerband. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination of the hypotube identified no issues. A visual and tactile examination of the shaft polymer extrusion identified no issues. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.